Event description:
The iab was inserted into the pt on 7/16/98. On 7/20/98 after iabp for four days, "check iab catheter" alarm sounded from the system 90 pump and blood noted in the tubing. On 8/17/98, datascope rec'd the voluntary medwatch form from the FDA. MDR access number: 1014322. (Event complications: none from the event - reported 8/5/98) (pt's current status: stable - reported 6/5/98)